Manufacturer narrative:
(B)(4). Device was not returned. (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. It should be noted that in the mitraclip instructions for use states: align the longitudinal alignment markers on the sleeve shaft with the alignment marker on the guide hemostasis valve. All information was reviewed and the reported sleeve steering issue appears to be a result of user error, due to the alignment markers not being aligned during insertion. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This event is filed for difficulty steering, which has the potential to cause or contribute to patient injury. It was reported that on (B)(6) 2016, the patient, with degenerative mitral regurgitation, underwent a mitraclip procedure. The steerable guide catheter (sgc) was inserted into the patient anatomy without difficulty. The clip delivery system was advanced into the steerable guide catheter (sgc) and into the left atrium. The "m" knob was turned about one turn counter-clockwise and it was noted that the device was steering in the wrong direction. It was then noted that the device was miskeyed and the blue alignment markers were not aligned. The device was removed from the patient anatomy without difficulty and there was no adverse patient effect. A second cds was then inserted and the clip deployed without issue. The mitral regurgitation was reduced from grade 4+ to grade 1+. Additional information was requested.